Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4)

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm during a cannula repair (MFR 3003761017-2018-00438) while supporting a patient. The customer also reported that the patient was switched to a backup freedom driver without any adverse patient impact.

Manufacturer narrative:
The customer-reported fault alarm was confirmed and able to be reproduced during investigation testing. A '4b' fault code, produced as a result of the driver running while disconnected from the patient or patient simulator, was recorded in the driver's alarm history. The customer-reported fault alarm was reported to occur during a right cannula repair. It is likely that the disconnection between the right driveline and right tah-t cannula that occurred during the cannula repair resulted in the '4b' fault alarm. The driver passed all sections of functional testing. Additionally, a driveline disconnect test was performed, where the driver's right driveline was disconnected from the patient simulator's right tah-t cannula after 15 minutes of operation. The freedom driver annunciated a fault alarm, as designed, and was allowed to stay in the alarm state for over 30 seconds. The driver's alarm history was reviewed again and confirmed the production of a new '4b' alarm. The driver performed as intended, and there was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.